Manufacturer narrative:
Based on the available information we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. No lot number has been provided therefore a manufacturing review is not possible. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported by the patient. The patient has alleged that she was implanted with a ventralex patch in (B)(6) 2014, and believes that she is having an allergic reaction. The patient reports that she is allergic to polyester. Multiple attempts have been made to contact the patient to obtain additional and more specific information. However, we have had no response from the patient. The information provided indicates that the patient may require medical intervention, therefore an MDR is filed to document this event.